Event description:
Tech alleged the bed failed the ground resistance test. No pt impact.

Manufacturer narrative:
The tech found an open ground pin on the power cord. The tech replaced the power cord to resolve the issue.